Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, ¿29 year old female with previous lap band removed in previous procedure. Stomach was mobilized. First firing (at the pylorus), using long60a with gst60t and seam guard, the surgeon completely fired the stapler. Upon examination of the staple line, it appeared not all staples deployed. The reload was removed and examines as well. From visualization, only part of the staples had been deployed. The surgeon oversewed the entire staple line. The remainder of the sleeve was created, as originally intended, with gst60a and seam guard. A total of five cartridges were used. All four cartridges after the first appeared to deploy and form as expected. After the sleeve was created, a leak test was performed and was negative. The surgeon closed in his typical fashion.